Event description:
It was reported that a dexcom g7 sensor experienced signal loss to the ilet, triggering dosing stop soon notifications and a brief sensor issue, and the ilet subsequently displayed a glucose value of 49 mg/dl shortly after initial setup. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery to 79 mg/dl, with continued monitoring at home. Investigation included troubleshooting and education on re-establishing sensor connections and installing the dexcom g7 app to confirm active pairing. Investigation of this case revealed successful reconnection of the g7 sensor to both the ilet and the dexcom app during the call, with glucose improving after carbohydrate intake. It was concluded that the event involved transient sensor connectivity loss with associated hypoglycemia that resolved after oral carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.